Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported when the patient went to her managing healthcare provider (hcp) he said "you have two catheters in there {refer to manufacturer report # 3004209178-2014-16071 regarding the other catheter}. One hooked up to the pump and it's in the wrong part of your spine and that's why you are having these episodes.¿ specific symptoms, interventions or troubleshooting required, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient thought that the catheter was still not put in right. The pump contained dilaudid and marcaine.